Event description:
Information was received from the manufacturing representative , regarding an (B)(6) female patient receiving intrathecal dilaudid 10mg/ml at 5.23mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that since (B)(6) 2016 the logs show multiple motor stalls and recoveries. The most recent stall was on (B)(6) 2016 with no recovery noted in the logs. The patient did not recently have an MRI. No symptoms were reported. The pump was scheduled to be replaced on friday ((B)(6) 2016). The pump was programmed off with the passcode on (B)(6) 2016. The cause for the stalls remained unknown. Additional information received from the health care provider (hcp) reported that most recent stall did not recover prior to the replacement. The manufacturing representative had the logs and explanted pump to return for analysis.

Manufacturer narrative:
The recall/notification was applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.